Event description:
The pt reported the adhesive on this insulin infusion set is not properly adhering. He stated he has had to change his infusion set 5 times today as he has been sweating. He said he is in the process of moving and so, on his most recent infusion set change, he used packing tape to keep the infusion set sticking to his body. He stated he does not use IV prep wipes or any other aides to assist with his infusion sets. It was recommended the pt try an add'l liquid adhesive when he knows he will be doing physical labor. Complimentary infusion sets, IV prep wipes and adhesives were sent to the pt. On f/u, the pt stated he received the supplies but has not yet used them. He stated he purchased some "water proof tape" for bandages and the use of this has resolved the issue. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.